Manufacturer narrative:
The following device were also listed in this report: unknown triathlon size 6 cr femur; cat# unknown; lot# unknown. Unknown triathlon size 6 baseplate; cat# unknown; lot# unknown. Unknown triathlon s36 x 10 patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes and return of the device are needed to fully investigate the event. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control.

Event description:
It was reported that the patient's left knee was revised due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information will be released by the hospital or surgeon.